Event description:
It was reported that the physician observed inconsistent insulation thickness at the middle of the right ventricular (rv) lead after removing it from the packaging. The rv lead was implanted successfully and the patient was in stable condition.